Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The target lesion was in the diffusely diseased mid right coronary artery (rca). The physician had predilated the lesion with a 2.5x15mm non-bsc balloon as well as with a 3.0x20mm maverick balloon. The physician was attempting to treat the target lesion with a 3.0x32mm taxus express2 drug eluting stent (des) when the proximal stent struts "lifted" while being inserted into the guide. The procedure was completed using another 3.0x32mm taxus express2 des. There were no patient complications reported with the patient's current condition listed as "good".